Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: 1st follow up attempt to affiliate: ? Is the white tissue pad completely missing from the clamp arm of the device? Yes. The tissue pad fell off. No further information will be available. Investigation summary the device received was returned with the tissue pad with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic sigmoidectomy, the tissue pad wore out rapidly during use. The tissue pad fell off when the nurse was cleaning the tip of the blade. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.